Manufacturer narrative:
Evaluation summary: it is reported that the acetabular component was revised because there was no bony fixation. No product or photos are returned for review, therefore, component condition is unk. Implant and revision dates are unk, therefore, in-vivo time cannot be determined. Neither x-rays nor surgical reports are returned for review. Component fit and orientation as per the surgical technique is unk. Rehabilitation protocol is unk. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt was revised due to lack of bony fixation.